Manufacturer narrative:
H6 - device problem code: 1494 - off-label use, acd<3.0mm. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Lens was explanted on (B)(6) 2023 due to orbital pain due to patient psychological effects. This resolved the problem. Cause of the event is reported as patient related factor: psychological effects. Reportedly, patient has reverted to glasses.